Event description:
It was reported that an ilet user experienced a loose cartridge and an infusion set connection issue, which was resolved through a full supply change and reconnection guidance, with no alerts or alarms reported. No reported adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included remote troubleshooting and user education to verify proper assembly and secure attachment of the infusion set and cartridge. Investigation of this case revealed an incorrectly deployed infusion set or an infusion set connector not fully attached, with proper connection confirmed after guidance. It was concluded, based on previously established findings for similar reports, that user technique during setup was the probable cause.